Event description:
Healthcare professional (hcp) reported one incident of a blood leak with the CT-190g dialyzer (reuse # 15). It was reported that the blood leak was noted approximately 10 minutes into treatment. Blood leak was confirmed with positive hemastix. Treatment was stopped and blood was returned to the patient with blood loss reported as minimal. Hcp further reported that at the point when blood was returned, the patient's blood pressure dropped from 109/61 to 57/31. The patient was administered oxygen (route and dose unknown). It was reported that the patient was transferred to the ER as a precautionary measure. Hcp noted that by the time the ambulance arrived, the patient was ambulatory and walked to the gurney. Per hcp, the patient returned to the dialysis center later that day and completed treatment on a psn 170 dialyzer without incident. Patient continues to receive treatment at the center without further incident.